Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish-brown material inside and internal parts exposed. During the procedure, a magnetic sensor error 402 appeared after 10 minutes of ablation had been completed. The grounding pad was replaced with no resolution. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax.on the thermocool® smart touch® sf uni-directional navigation catheter. Carto test was performed, in accordance with bwi procedures. The returned sample was connected to system and no error was displayed in the screen. A manufacturing record evaluation was performed for the finished device 30457775m number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The event described as magnetic sensor error 402 was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish-brown material inside and internal parts exposed. During the procedure, a magnetic sensor error 402 appeared after 10 minutes of ablation had been completed. The grounding pad was replaced with no resolution. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported. The magnetic sensor error is not MDR-reportable. The hole in the pebax is MDR-reportable.